Event description:
On (B)(6) 2017, a (B)(6) male was undergoing a right ureteroscopy laser lithotripsy and stent exchange within the operating room suite. During the case, the aiming beam on the laser fiber malfunctioned and was not able to be visualized. A new laser fiber was connected and the procedure was completed. At the end of case, staff noticed that there were three small burnt areas on the surgical drape. At no time did staff smell smoke or see a flame. The patient did not sustain injury during this incident.